Event description:
Event description guidant received info that this right ventricular lead (4017) had sustained a fracture and was exhibiting loss of capture. Therefore, the lead was removed from service and a new lead (4087) was implanted. It was reported that the pt coded two times during this replacement procedure. Three days later, the pt coded again and was brought to the catheterization laboratory for eval of a potential thrombosed stent. The pt was transferred tgo the o.r. For coronary artery bypass graft (CABG) surgery, at which time a cardiac perforation from the current ventricular lead (4087) was revealed. Therefore, this lead was explanted and a new epicardial lead (4047) was implanted. However, the pt did not survive the surgery.